Event description:
It was reported that there was an over infusion of heparin (25,000 units/250 ml (100 units/ml)) to a patient admitted with possible acute coronary syndrome. The dose of heparin was 0-24 units/kg/hour. Order to start at 12 units/kg/hour equivalent to 11.04 ml/hour with 92 kg weight. The patient was started on heparin infusion at 1343 in the emergency department. The pharmacy received a call regarding infusion pump malfunction from the clinician around 1440 (noted stop time at 1430). Medication was provided for heparin reversal. Partial thromboplastin time was significantly elevated after partial reversal. The patient was monitored closely over next 6-12 hours and restarted heparin infusion roughly 12 hours later due to continued concern for acute coronary syndrome. The hospital pharmacist indicated "notably no clear complication occurred from over-infusion." Report obtained from maude database which states, "this nurse and other ER staff nurse started heparin gtt on patient at 1343 after following protocol, which includes scanning patient, medication and pump. Pump integration was established and verified both nurses, this includes the pump was programmed correctly.77at 1430, this nurse at bedside to redraw lab, when I noticed the entire bag of heparin was empty. Again, this nurse checked pump and it was programmed correctly. This nurse immediately notified ER physician, charge nurse, ER manager, hospitalist and pharmacy.¿

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem, FDA notified? Additional information: age at time of event, age unit, date of birth, sex, patient ethnicity, patient race, report source, report source other, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action #, related report number grid and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of heparin (25,000 units/250 ml (100 units/ml)) to a patient admitted with possible acute coronary syndrome. The dose of heparin was 0-24 units/kg/hour. Order to start at 12 units/kg/hour equivalent to 11.04 ml/hour with 92 kg weight. The patient was started on heparin infusion at 1343 in the emergency department. The pharmacy received a call regarding infusion pump malfunction from the clinician around 1440 (noted stop time at 1430). Medication was provided for heparin reversal. Partial thromboplastin time was significantly elevated after partial reversal. The patient was monitored closely over next 6-12 hours and restarted heparin infusion roughly 12 hours later due to continued concern for acute coronary syndrome. The hospital pharmacist indicated "notably no clear complication occurred from over-infusion."

Manufacturer narrative:
Correction: describe event or problem: additional information: investigation summary: the report of an over infusion of heparin was not able to be confirmed from the log analysis or could be replicated during device testing. The log analysis started on (B)(6) 2024 when the pc unit was first powered on. An infusion of heparin was found programmed with the guardrails drug set at the following parameters: vtbi 250ml, concentration 100mcg/ml and a rate 11.04ml/h. The pump started infusing at 1:43 pm and paused by the user at 2:26 pm. The infusion was restarted at 2:28 pm and five seconds later the infusion was paused again. The infusion remained paused until the pump model was turned off with key unit channel off at 3:03 pm. Lastly the pcu was powered off four seconds after. The total volume infused was 7.877ml. No other infusions were noted for the suspect pump module s/n:(B)(6) until (B)(6) 2024. The inspection and testing process did not find any existing malfunctions. The suspect pump module along with the returned administration set were found to be infusing within specification with no observances of unregulated flow occurring. The sear was also found to be properly closing the administration set safety clamp when the door was opened. Root cause: the root cause for the report of over infusion of heparin was not able to be identified from the log analysis or from device laboratory testing. The suspect pump module was found to be infusing within specification. Note that this report lists imdrf annex a0401, a090202, a1801, a040502, g07001, g02017, g05005. C07, c0601, c07, c02, c23 d01, d02, d15, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that there was an over infusion of heparin (25,000 units/250 ml (100 units/ml)) to a patient admitted with possible acute coronary syndrome. The dose of heparin was 0-24 units/kg/hour. Order to start at 12 units/kg/hour equivalent to 11.04 ml/hour with 92 kg weight. The patient was started on heparin infusion at 1343 in the emergency department. The pharmacy received a call regarding infusion pump malfunction from the clinician around 1440 (noted stop time at 1430). Medication was provided for heparin reversal. Partial thromboplastin time was significantly elevated after partial reversal. The patient was monitored closely over next 6-12 hours and restarted heparin infusion roughly 12 hours later due to continued concern for acute coronary syndrome. The hospital pharmacist indicated "notably no clear complication occurred from over-infusion." Report obtained from maude database which states, "this nurse and other ER staff nurse started heparin gtt on patient at 1343 after following protocol, which includes scanning patient, medication and pump. Pump integration was established and verified both nurses, this includes the pump was programmed correctly. 77at 1430, this nurse at bedside to (B)(6), when I noticed the entire bag of heparin was empty. Again, this nurse checked pump and it was programmed correctly. This nurse immediately notified ER physician, charge nurse, ER manager, hospitalist and pharmacy.¿

Event description:
It was reported that there was an over infusion of heparin (25,000 units/250 ml (100 units/ml)) to a patient admitted with possible acute coronary syndrome. The dose of heparin was 0-24 units/kg/hour. Order to start at 12 units/kg/hour equivalent to 11.04 ml/hour with 92 kg weight. The patient was started on heparin infusion at 1343 in the emergency department. The pharmacy received a call regarding infusion pump malfunction from the clinician around 1440 (noted stop time at 1430). Medication was provided for heparin reversal. Partial thromboplastin time was significantly elevated after partial reversal. The patient was monitored closely over next 6-12 hours and restarted heparin infusion roughly 12 hours later due to continued concern for acute coronary syndrome. The hospital pharmacist indicated "notably no clear complication occurred from over-infusion." Report obtained from maude database which states, "this nurse and other ER staff nurse started heparin gtt on patient at 1343 after following protocol, which includes scanning patient, medication and pump. Pump integration was established and verified both nurses, this includes the pump was programmed correctly. 77at 1430, this nurse at bedside to redraw lab, when I noticed the entire bag of heparin was empty. Again, this nurse checked pump and it was programmed correctly. This nurse immediately notified ER physician, charge nurse, ER manager, hospitalist and pharmacy.¿

Manufacturer narrative:
Correction: manufacturer narrative. Note that this report lists imdrf annex a0401, a090202, a1801, a040502, g02017, g05005, c0601, c07, c02, c23, d01, d02, d15, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Correction on investigation summary: the report of an over infusion of heparin was not able to be confirmed from the log analysis or could be replicated during device testing. ¿ the log analysis started on (B)(6)2024 when the pc unit was first powered on. An infusion of heparin was found programmed with the guardrails drug set at the following parameters: vtbi 250ml, concentration 100units/ml, dose 12 units/kg/hr, patient weight 92kg, and a rate 11.04ml/h. ¿ the pump started infusing at 1:43 pm and paused by the user at 2:26 pm. The infusion was restarted at 2:28 pm and five seconds later the infusion was paused again. ¿ the infusion remained paused until the pump model was turned off with key unit channel off at 3:03 pm. Lastly the pcu was powered off four seconds after. The total volume infused was 7.877ml. ¿ no other infusions were noted for the suspect pump module s/n: (B)(6) until (B)(6)2024. ¿ the inspection and testing process did not find any existing malfunctions. The suspect pump module along with the returned administration set were found to be infusing within specification with no observances of unregulated flow occurring. The sear was also found to be properly closing the administration set safety clamp when the door was opened. ¿ the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. ¿ the administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened.